Manufacturer narrative:
(B)(4). Partial or total occlusion/obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the physician made multiple attempts to wean the patient from bypass using different procedures. There was concern about the left main ostia as the patient continued to deteriorate despite additional interventions such as two vein grafts, iabp placement, an additional bypass graft, and medications and fluids being administered. At this time, no information has been obtained indicating an autopsy was performed; therefore, the valve will not be returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this patient expired due to cardiogenic shock, post-implantation of this 19mm aortic pericardial valve. Through obtained information, it was learned the valve had a tight fit but it seated well and came down nicely onto the annulus. The ostium of the left main was observed and open. A small probe was able to be placed into the small right coronary ostium. The patient was removed from bypass and tee revealed global normal lv function, good bioprosthetic aortic valve function, and slightly under filled left ventricular volumes. The chest was closed in usual fashion. Approximately fifteen (15) minutes later, the patient began to arrest and the chest was reopened. A cardiac massage was performed, inotropes were given, and chest compressions were performed - however, the patient was not able to be removed from bypass. Since there were good hemodynamics early post-pump, lack of arrhythmias, lack of EKG or st changes, there was concern about the left main ostia. The patient was re-cross clamped and two (2) vein grafts were built. The patient was placed on iabp and a bypass graft to the non-dominant right system was performed. Attempts to wean from bypass continued to fail and the patient was pronounced deceased. It was unclear whether the lv function was adequate but it was relatively underfilled by the right ventricle and not improving.